Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one empty seed cartridge was returned from the customer for evaluation and was labeled as biohazardous. Upon initial inspection, the scale print on the seed cartridge was intact. The cartridge gate closure worked as expected. No spring protrusions were noticed on the backside of the cartridge and the plunger traveled appropriately. Twenty seeds were loaded into the sample cartridge returned from the customer and new cartridge from the same lot. They were inserted into a quicklink loader. It was noted that when the cartridge is loaded with 20 seeds and the gate is closed with pull tab to secure the seeds, the green plunger will reach the number 20 on the scale. This way it is made sure that the cartridge is really loaded with 20 seeds. The moment the pull tab is removed, the gate is open, the seeds are ready to dispense and the plunger will drop down on the scale. All 20 seeds from the sample cartridge dispensed as expected. Upon completion of dispensing, the sample cartridge was removed from the loader and examined. No issues noted. The functionality of the cartridge was intact. The investigation is unconfirmed, and the root cause is undetermined. Labeling review: labeling was reviewed and found to be adequate. There is a caution statement, which states "in the event the quicklink¿ loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a procedure, the first seed blank shot of a 20 seed cartridge was performed, the plunger allegedly dropped by one seed to show 19 seeds. Reportedly, the scale in the seeds cartridge remained off by one unit until the end. There was no reported patient injury.

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a procedure, the first seed blank shot of a 20 seed cartridge was performed, the plunger allegedly dropped by one seed to show 19 seeds. Reportedly, the scale in the seeds cartridge remained off by one unit until the end. There was no reported patient injury.